Manufacturer narrative:
(B)(4)

Event description:
The patient flew from new york to florida the other day and last night she noticed her ins kept starting and stopping. The patient has not touched anything nor has she made adjustments when this happened. Right now the patient ¿doesn¿t feel stim at all, but last night it was like sputtering, it would start and stop, start and stop¿. The patient did use the patient programmer last night to verify that the stimulation was on. The patient has 2 different programs and tried to go from one program to the other thinking maybe that would fix the problem and it would work but stimulation would just start and stop, start and stop. Additional information has been requested.

Manufacturer narrative:
Concomitant products: product ID 37743, serial# (B)(4), product type programmer, patient; product ID 3487a-33, lot# j0217223v, implanted: (B)(6) 2002, product type lead; product ID 3487a-33, lot# j0214236v, implanted: (B)(6) 2002, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension; product ID 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type extension. (B)(4).

Event description:
It was reported the patient had a loss of therapeutic effect. It was noted the patient felt stimulation on one side, but not on the other. It was reported increasing to 10.5 v did not resolve the issue. It was noted the patient got some coverage on electrodes four through six. It was reported the patient¿s device had impedances ranging from 809 to 5 ,379 ohms. It was reported the patient still had concerns regarding their device or therapy but were working with their healthcare provider or manufacturer representative. An appointment date of 2014-(B)(6) was noted.